Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had issues with insulin flow being blocked from entering the customer's body. The patient's blood glucose level was 17.5 mmol/l at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was advised to change the reservoir and infusion set. The customer was assisted with a test and the pump delivered insulin successfully. The insulin pump worked as designed. No further assistance needed.